Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor smooth round moderate profile 375cc saline breast implant, catalog # 3501660, lot # 209111. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent a primary breast augmentation with a saline mentor smooth round moderate profile 425cc and experienced deflation on the left breast implant. The patient also experienced bilateral pain, light-headedness, shoulder and joint pain. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It should be noted that the right side was 375cc. This is for the left side implant, see manufacturer report number 1645337-2018-04089 for contralateral prosthesis.